Event description:
The CPR re-engagement switch actuator was broken and would not allow the head drive and knee drive would not run down when CPR was activated. No injury reported. Replaced the CPR re-engagement switch actuator to resolve this issue.